Event description:
It was reported the device was used during a endoscopic thoracoscopy wedge resection. It was reported the tr45g slipped from the jaws of the tsg45 after being fired. This was found on a post operative chest x-ray. The surgeon stated it was the last firing (number 7). He also stated the instrument fired just fine and when he opened the jaws it felt like the tissue slipped. He said that there was no bleeding but a few of the staples did not form correctly in his opinion.